Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient fell on thorax on an unknown date in 2010. Patient was implanted with four matrixrib plates at right rib 6, 7, 8, and 9 on (B)(6) 2011. Patient complained of pain. X-ray taken on (B)(6) 2012 revealed the most cranial plate was not aligned with the rib. Patient was returned to the operating room on (B)(6) 2012 for resection of the plate. On an unknown date, the plate on rib 8 was noted to be broken post-operatively. Patient was then returned to the operating room on (B)(6) 2012 for removal of the broken plate. This report is for the broken plate; second revision. This is 3 of 3 reports for the same event.

Event description:
On (B)(6) 2011 resection of pseudoarthrosis fragments of rib 6-7-8-9 right. Bridging and stabilization with 4 matrixrib plates. The broken plate was noted on rib 8 right. The revision surgery on (B)(6) 2012 was for the removal of the migrated and broken distal part of the plate.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Information not reported on previous submissions. Information obtained from device received. Additional product code - hrs. Catalog #: actual catalog # is unknown. Based on dimensions, device is believed to belong to part family (B)(4). The relevant dimensions of the locking screw were checked and found to be according to the specification. No manufacturing related failure could be detected.